Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer¿s representative (rep) reported the consumer had fallen multiple times and experienced a loss of stimulation. An x-ray was performed which showed the right lead had slipped down. An impedance check was also performed with all results within normal limits. In order to resolve the loss of stimulation the rep. Was able to use the top of both leads to recapture stimulation in the desired areas. Relevant medical history includes non-malignant pain and chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient.it was reported that when the patient first put her neuro stimulator she was in heaven. It eliminated 80% of her pain. The patient said the last time she was at the health care professional (hcp) he did x rays and the leads had slipped down half inch or so. The patient said the hcp did not seem too concerned about it but the patient felt like it was causing a lot of problems because the meter was not doing anything good in fact all it did was pound and it was making her worse so she had to turn it off. The patient indicated she has 2 wires one on the left and one on her right. The patient stated that the stimulator was for herniated disc, spinal stenosis and pinched nerves for back pain. The patient said it did work, but it did not work like it should. She would not get any relief from the pain, all she got was thumping in her back. The patient said the manufacturing representative (rep) was there when they did x-rays and adjusted her meter when she was in the office but she could not stand the thumping in her back. The patient stated she has problems with her balance, but has not taken hard falls, she has not fallen to the ground completely down. The patient said the issue with her balance was going on before she got the implant. Patient does not have a hcp. Hcp listings sent to her. The patient stated, recently she has been having extreme headaches on the back and on the left side of her head; not on the right side of her head. The patient indicated she never had headaches before. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had no changes in their lifestyle/activity that could have contributed to the issues and the device was not working as it should after an adjustment/change in device programming. The patient stated that the device was working in the very beginning and then they saw a different manufacturer representative and that's when it stopped working. It was noted that no steps were taken to resolve the issues at the time of the report but the patient hoped to see the healthcare professional soon. No further complications were reported/anticipated.